Manufacturer narrative:
The reported complaint of mid:16 was confirmed during the archive review. The thermogard console was evaluated at the customer site. Once the technician downloaded and cleared the patient data, the console functioned normally without any further alert. The reported issue resulted from the patient data memory being full. After the patient data was deleted the system functioned normally. The console performed as intended.

Event description:
During set up for patient use, the thermogard system (sn: (B)(4)) was displaying an error message mid: 16 (software). Another system was used to initiate therapy. No known patient consequences reported.